Manufacturer narrative:
Batch review performed on 21-apr-2023. Lot 2119173: (B)(4) items manufactured and released on 26-apr-2022. Expiration date: 2027-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review other devices involved: gmk-sphere 02.12.0021r femoral component sphere cemented size 1+ r (k140826) lot 2105279: (B)(4) items manufactured and released on 23-jun-2021. Expiration date: 2026-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review gmk-sphere 02.12.0210fr tibial insert fixed sphere flex size 2/10 mm r (k121416) lot 2201025: (B)(4) items manufactured and released on 05-apr-2022. Expiration date: 2027-03-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 8 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and removed all components and implanted permanent hardware. The surgery was completed successfully.